Event description:
Pt's spouse reported that one of the cassettes was cracked. They noticed it last night and changed the cassette at that time. Pt's spouse did not have the serial number of the cassette. Unsure if they have the cassette available for inspection. No other issues and pt did not have a disruption in therapy. No other cassettes affected. No further information at this time. Sub-q remodulin ms3 patient. Reported to cvs/caremark by: patient/caregiver.